Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the proximal left anterior descending artery with moderate tortuosity and mild calcification. The 3.5 x 8 mm promus stent delivery system (sds) was advanced for direct-stenting; however, resistance was met proximal to the lesion and the device did not cross. After removal, it was observed that the stent was moved from its original position and the stent strut was flared. A new 3.5 x 8 mm promus was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, the lesion site was described moderately tortuous and mildly calcified, which likely contributed to the failure to cross and flared stent strut. Additionally, it was reported that direct stenting was performed. It should be noted that the promus instructions for use (IFU) states in the precautions during use section: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Furthermore, it is likely that interaction with the lesion contributed to the reported disruption of the stent on the balloon. Although the return of the stent delivery system (sds) may have assisted in determining a conclusive cause, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to difficulties experienced. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.